Event description:
It was reported that when a stapler was fired the second time, it only partially fired. The distal staples did not deploy and the blade only came out partially to begin cutting the tissue. Stapler released from tissue and replaced.